Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, it was observed that the left ventricular (lv) lead exhibited failure to capture; due to dislodgement. Lead dislodgement was confirmed with diagnostic imaging. The lead was capped and replaced on (B)(6) 2021. The patient was stable.